Manufacturer narrative:
The complaint investigation was performed for a false non-reactive result with the architect hbsag assay (lot# 16025fn00) which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. In-house testing was not performed as the reagent lot had expired, and the same reagent lot had previously generated the expected reactive result for this patient. Therefore, historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated and confirmed that the performance is acceptable. Labeling review concluded that the issue is adequately addressed. Based on our investigation, no systemic issue or product deficiency of the architect hbsag reagent lot 16025fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported a (B)(6) architect (B)(6) result on a patient. Results provided: (B)(6) 2021 sid (B)(6) = (B)(6), biomerieux vidas and reference laboratory (architect) platforms are (B)(6); (B)(6) 2021 sid (B)(6) = (B)(6); (B)(6) 2021 sid (B)(6) = (B)(6). (B)(6) 2021 sid (B)(6) = (B)(6); (B)(6) 2021 sid (B)(6) = (B)(6). No impact to patient management was reported.